Event description:
Cath lab bed not communicating with fluoro machine during case. Pt transferred to another bed in the operating room to finish case. Siemen's rep made aware, and repair team repaired bed 2 days later.